Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system will not boot. There is no report of death or serious injury.